Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and a heart attack. The customer's blood glucose level was reported to be at about 600mg/dl. The customer states that the hospitalization was due to the heart attack, but was later notified that the heart attack was attributed to the high blood glucose levels. The customer states they did not have time to continue to document incident, and will be calling back at a later time. No further assistance was provided.